Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead broke during explant and was only partially removed. It was noted that the removal was elective, the patient needed an MRI.  It was unknown what diagnostics and actions/interventions occurred, but it was reported the issue was resolved.